Manufacturer narrative:
The report of the autopulse platform (sn (B)(4) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing and archive data review. The root cause for the reported complaint was due to the drive train motor brake gap being out of specification and cannot be adjusted due to a defective drive train likely caused by a defective component. Unrelated to the reported complaint, cracked bottom and front enclosure were observed during visual inspection. The root cause of the physical damages was likely due to mishandling such as drop. During archive data review, latch error 139 (unable to hold compression position) was observed on the reported event date, thus confirming the reported complaint. Initial functional testing of the returned autopulse platform could not be performed due to a "system error, out of service, revert to manual CPR" message. Ap vision software was used to clear the error log. Brake gap inspection was performed and observed brake gap was not within specification and cannot be adjusted. After replacing the drive train, front enclosure and bottom enclosure, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform passed all functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4) displayed "system error, out of service, revert to manual CPR" error message. No patient involvement.